Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize a set being loaded which was reproduced as the door not recognizing an open-door state. The device not recognizing an open door was verified and found during a visual inspection to be caused by depressed upper and lower latch switches. The upper and lower auxiliary assemblies were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a set being loaded. There was no patient involvement. No additional information is available.